Event description:
Scimed nc bandit dilatation balloon 3.0 x 20mm on 2nd inflation to coronary artery lesion with this catheter would not deflate. Physician was unable to deflate balloon with 60cc syringe. Physician inflated balloon to high pressure to cause balloon to rupture then removed catheter from pt.